Manufacturer narrative:
Addendum (13-may-2015): additional information was provided by the affiliate. The device was being used for poba of the sfa. The device had been inserted into the patient one time. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There was no damage noted to the balloon sleeve. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The target lesion characteristics are unknown. There was reported difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. A 50:50 contrast to saline ratio was utilized. The type and brand of inflation device used is unknown. The shaft did not burst. The balloon ruptured at nominal pressure. The balloon catheter did not kink while being used. The device was easily removed and intact from the patient. Excessive force was not applied at any time. The complaint device will not be returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). The gender of the patient is unknown. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) of the superficial femoral artery, it was reported that the 4mmx4cm saber pta catheter was delivered and inflated at the lesion. However, the balloon ruptured at its initial dilatation. Therefore, it was removed from the patient and another new balloon of the same size was used instead to successfully complete the procedure. There was no patient injury reported. The device was clinically used and will not be returned for inspection. The patient¿s information was unknown. The rate of stenosis was unknown. An approach was made from femoral artery. After the lesion was crossed by a guidewire, the saber pta catheter was delivered and inflated at the lesion. However, the balloon ruptured its initial-dilation.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa), it was reported that the 4mm x 4cm saber pta balloon catheter (bc) was delivered and inflated at the lesion. However, the balloon ruptured at its initial dilatation. Therefore, it was removed from the patient and another new balloon of the same size was used instead to successfully complete the procedure. There was no patient injury reported. The patient¿s information was unknown. The rate of stenosis was unknown. An approach was made from the femoral artery. After the lesion was crossed by a guidewire, the saber pta catheter was delivered and inflated at the lesion. However, the balloon ruptured during its initial-dilation. The device was being used for plain old balloon angioplasty (poba) of the sfa. The device had been inserted into the patient one time. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There was no damage noted to the balloon sleeve. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The target lesion characteristics are unknown. There was reported difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. A 50:50 contrast to saline ratio was utilized. The type and brand of inflation device used is unknown. The shaft did not burst. The balloon ruptured at nominal pressure. The balloon catheter did not kink while being used. The device was easily removed and intact from the patient. Excessive force was not applied at any time. The device was not returned for analysis. A device history record (DHR) review of lot 17074499 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of are unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.